Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, not performing x-rays following the implant device to confirm the device placement, implanting a damaged stimulator, the patient going through an MRI procedure, implanting an expired stimulator, not prepping the skin with antiseptic solution and using inappropriate tools have been ruled out as potential causes. However, the questionnaire shows multiple tunneling attempts were made during the implant procedure. Additionally, the stimulator was implanted near the rt occipital nerve which is an off-label location. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is due to off-label use as the stimulator was implanted near the occipital nerve (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported erosion and had some skin break down where their rt occipital nerve stimulator was located. Antibiotics were prescribed, an explant procedure was performed on (B)(6), 2022 and new leads were implanted. The patient is receiving adequate stimulation and is doing well.